Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E3: reporter is a synthes employee. H3, h6: product code: 04.005.526s lot: 179l778 release to warehouse date: 22 may 2023 expiration date: 01 may 2033 supplier: (B)(4) manufacturing site: werk selzach a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: 04.005.526 lot: 5388p22 manufacturing site: mezzovico release to warehouse date: 12 april 2023 a manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that had stripped from the treads. This type of signs of usage could have been a result of implantation and explantation. A dimensional inspection for the device was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the was unable to be performed due to post manufacturing damage would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient underwent an open reduction/internal fixation with the tfna implant for a trochanteric fracture, 31-a2. After the surgery, the patient experienced pain, and an x-ray was conducted which identified cut-through related to excessive sliding of the implant. On (B)(6) 2024, the implant was removed and a bhp with a cement was performed. The surgery was completed successfully without any delay. The patient outcome was reported to be stable. The surgeon commented that varus deformity occurred by sliding after anatomical reduction, leading to cut-through. This report is for a 5.0mm ti locking screw w/t25 stardrive 36mm f/im nail-ster. This is report 4 of 4 for (B)(4).